Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post-implant the right ventricular (rv) lead exhibited high thresholds and a possible microdislodgement. It was also reported that the implantable pulse generator (ipg) exhibited noise on the ventricular channel, though no noise was observed when the rv lead was placed in an analyzer. The rv lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.